Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to bending section during user handling of the subject device, ccd unit was damaged, and the suggested event occurred. Additionally, device had leakage and water invaded the device during handling resulting in an abnormality in electrical components and the suggested event occurred. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the IFU which state: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a defect of distal end. The subject device was subsequently evaluated by olympus. The evaluation uncovered a scope communication error. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was leakage due to broken connecting tube, the internal elements protruding the connecting tube sheath. Scope communication error was displayed when connecting to video processor. Additionally, the following were also found to be out of specification: light balance illumination, bending section, insertion tube and protector defect, vent valve assembly and condition, forceps passage, brush passage, switch button operation, all operated, identification chip function operational, radio frequency identification function operational defect, image. Automatic brightness adjustment, image. Uneven illumination, image inspection, image. White/black dots, image. While angulation no interferences, image. Resolution / uneven focus defect, image. Tilt/upright alignment defect, image inspection. Forceps flare, foggy image defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.